Event description:
It was reported that the home patient (hp) experienced peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was reported to be constipation. The patient was treated with an injection of reflin (1 gm, route and frequency not reported) and an injection of fortum (1 gm per day for one bag). At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.